Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6), 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00296. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering on. It was reported that there was no patient involvement at the time the issue was discovered. The field service engineer (fse) confirmed that the device was not powering on, and the light emitting diodes (leds) were not lighting up on the front panel. The customer measured ov out of power supply at the connector to the power management (pm) printed circuit board assembly (pcba). The fse discussed the measurement of 120 vac at the ac inlet connections to the power supply and provided the parts ID of the power supply for repair. The investigation is ongoing.